Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unresponsive keypad. Customer¿s blood glucose was 265mg/dl. Customer stated that insulin pump had blank screen due to customer taking battery out and had water in the screen from going in pool. Customer also stated that serial number was rubbed off. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The device was also received with the serial number label faded, case cracked behind the device near the battery compartment and cracked battery tube threads.